Event description:
A customer contacted technical service to report that allen lift assist beach chair had an issue, cracked fiber board. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
No further information is available on the repair at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
This report is intended to correct b3 event date . The original b3 event date was submitted as (B)(6) 2026, but the correct b3 event date was (B)(6) 2026.